Manufacturer narrative:
Correction made to the model number to reflect the MRI model of 5086. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient had device and leads implanted without any problems. Postoperatively, developed fever, sepsis, and polyserositis with resultant multiorgan failure. It was decided to explant the system. No visual vegetations were noted. Further reported the patient had history of malignant nonhodgkins lymphoma. The patient died two days after the explant. An autopsy will be performed. The cause of death has been requested and not received.